Manufacturer narrative:
Update: h3, h6 device evaluation: follow-up report submitted to document the device evaluation.

Event description:
No new information.

Event description:
Per the user facility, canister volumes were lower than expected during a procedure. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.